Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code. The j702 was damaged by wires migrating into the cable, unseating the connector. The root cause for the migrating wires could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing a service code 204 (belt/monitor unusable).